Event description:
It was reported that the pump touch screen was on, but remained black. Customers blood glucose level was 513 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to an alternative method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.